Event description:
On 05/18/2000, a medwatch report was received from the user facility, which states: "pt was on cvvh mode for approximately 24 hours. Pt experienced increased weight loss. It was determined that incorrect data was programmed, based on MFR's instructional terminology." It should be noted however, that this medwatch report contains info that is contradictory to the initial info provided to the MFR by the user facility. The initial info provided to the MFR indicated that this event resulted from user-error. The user had been provided with formal on-site training and had completed several successful treatments prior to this occurrence. The user was familiar with the use and programming of the machine, and did not mis-read or misinterpret the instructions.